Event description:
It was reported that the patients trial procedure was aborted due to difficulty in positioning the trial lead. The physician made multiple attempts; however, the trial lead could not be successfully advanced. The trial leads were not returned due to facility policy.